Manufacturer narrative:
(B)(4). This complaint was not confirmed. The root cause of the complaint was not determined. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during drain 1 of 5. The home patient (hp) stated that she had become disconnected while she was sleeping. When the error occurred, the hp reconnected herself. The technical service representative (tsr) assisted to cycle power. The tsr advised the hp notify the nurse. No patient injury or medical intervention was indicated at the time of the initial report. During follow up the hp stated that they did not notice any visible damage or abnormalities with the supplies in use. The hp stated that they just woke up and it was leaking. The hp stated they had a doctor's appointment the day after the event and reported it to the registered nurse (rn). There was no patient injury or medical intervention reported.